Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed when applying the clip. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam. Eval summary: the analysis results found that the el5ml device was rec'd in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. A corrective action has been initiated to address the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.